Event description:
Contrary to the device labeling and inconsistent with the training provided by cu, a user facility reported that it substituted tergal 800 for cidex opa in reprocessing devices that were later used by the facility on seven patients. Although there is no report of any of these patients being harmed, the user facility's actions placed these patients at risk of serious injury.

Manufacturer narrative:
In response to this report, cu reviewed its product labeling and instructional materials to ensure they clearly contraindicate the user facility's actions. In addition, cu has been in contact with the user facility and has re-explained the proper use of the device, an attempt to prevent this type of malfunction from recurring in the future.